Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, functional stress testing and power cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed no critical or battery errors related to the customer's report. It's important to note that the customer's batteries were tested and found to be within the expected voltages. However, the batteries used were not the duracell or power one type 123a batteries recommended for optimal performance. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.